Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the bumper tip od was measured using a digital snap gauge and was within specification. The stent was damaged. The struts from the center of the stent extending all the way to the distal tip were stretched and misaligned. This type of damage is consistent with the stent meeting resistance during the removal of the device from the patient. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that the device was unable to cross the lesion. The 90 % stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). The 2.50x24 promus element plus stent delivery system (sds) was advanced to the rca; however, the device was unable to cross the lesion. The procedure was completed with another of the same device. There were no patient complications reported. The patient status is good. However, device analysis revealed stent damage.